Manufacturer narrative:
The returned device was found not deployed. The download data showed no hazard alarm, but an abnormality in the rotational sensor graphical data was noted. The device only ran 31 first prime pulses, resulting in the second prime being completed by the software at 41 pulses, which is too little for an expected needle deployment. The cannula did not deploy due to the rotational sensor assembly malfunction. However the cause of the malfunction could not be determined. After opening up the device, the commutator cap was found to have a damaged surface, showing multiple scratches and a dent on one of the fingers. It could not be determined if the damages found on the commutator cap contributed to the rotational sensor assembly issue. No other issues found.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient activated a pod the cannula did not deploy. The pod was not worn.